Event description:
A malfunction on the pump was reported by the caller, who confirmed no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The caller was advised to continue using the pump and to call back if the issue reoccurs, which they acknowledged and understood.